Event description:
It was reported that during service and evaluation, it was determined that the small battery drive device had component damage, contact damage, the mode switch resistance was too high, moving parts of the trigger did not move smoothly, and the device would not run. It was noted that the device had dirty terminals, worn/deformed attachment coupling, a stiff mode switch (will not move from off), and the upper/lower trigger were stuck. It was further determined that the device failed pretest for general condition, check for sticky triggers, check the function of the device, and check the power with the power test bench. It was noted that the mode switch did not move smoothly. This event did not occur during surgery. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2025. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from wear.